Event description:
It was reported to fresenius medical care that a hospital staff member was hurt while unplugging the red connector from the concentrate port of the 2008t machine following rinse mode. The staff member had difficulty getting the red concentrate connector unplugged from the front acid rinse port. The staff member subsequently went to the emergency room (ER) for right shoulder pain. Additional information was provided by the clinic manager and the biomedical technician. A hemodialysis (hd) nurse was attempting to unplug the acid wand of a 2008t machine when they suffered a shoulder injury. The nurse went to the ER and was found to have a muscle strain. The nurse can¿t push anything above 10 pounds due to the injury which makes their job more difficult. Per the biomedical technician, the machine is still out of service. The machine is new and not worn enough for the rinse port to be removed without force. The biomed stated that this is the norm for new machines. Attempts to obtain additional details were unsuccessful.

Manufacturer narrative:
Clinical investigation: there is a temporal and likely causal relationship between the use of the fresenius 2008t machine for cleaning mode (rinse) and the subsequent right shoulder muscle strain due to difficulty in removing the red connector from the concentrate port. However, there is no documentation to show a malfunction of the device. The biomed stated that this was a new machine, and it is normal for the rinse port to require force to be removed. There is no information to know how the nurse attempted to remove the connector. It is unknown if the nurse required medical intervention in the ER or only underwent diagnostic testing. Per the clinic manager, the nurse cannot push more than 10 pounds which restricts her work. It was not confirmed if this was a doctor¿s order. Additionally, it was not confirmed if the nurse required any additional ongoing treatment for the injury. Based on the available information, the difficulty in removing the red connector from the concentrate port is likely the cause of the right shoulder muscle strain injury to the hd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius medical care that a hospital staff member was hurt while unplugging the red connector from the concentrate port of the 2008t machine following rinse mode. The staff member had difficulty getting the red concentrate connector unplugged from the front acid rinse port. The staff member subsequently went to the emergency room (ER) for right shoulder pain. Additional information was provided by the clinic manager and the biomedical technician. A hemodialysis (hd) nurse was attempting to unplug the acid wand of a 2008t machine when they suffered a shoulder injury. The nurse went to the ER and was found to have a muscle strain. The nurse can¿t push anything above 10 pounds due to the injury which makes their job more difficult. Per the biomedical technician, the machine is still out of service. The machine is new and not worn enough for the rinse port to be removed without force. The biomed stated that this is the norm for new machines. Attempts to obtain additional details were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. The complaint investigation did not find objective evidence indicating a product problem, thus the complaint is unconfirmed.

Manufacturer narrative:
Correction: g3 (date received). It was incorrectly indicated that the date received for followup #1 is 5/30/2024. The correct date received is 5/29/2024.

Event description:
It was reported to fresenius medical care that a hospital staff member was hurt while unplugging the red connector from the concentrate port of the 2008t machine following rinse mode. The staff member had difficulty getting the red concentrate connector unplugged from the front acid rinse port. The staff member subsequently went to the emergency room (ER) for right shoulder pain. Additional information was provided by the clinic manager and the biomedical technician. A hemodialysis (hd) nurse was attempting to unplug the acid wand of a 2008t machine when they suffered a shoulder injury. The nurse went to the ER and was found to have a muscle strain. The nurse can¿t push anything above 10 pounds due to the injury which makes their job more difficult. Per the biomedical technician, the machine is still out of service. The machine is new and not worn enough for the rinse port to be removed without force. The biomed stated that this is the norm for new machines. Attempts to obtain additional details were unsuccessful.